Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However log files has been sent and it is visible in the screenshots of the inspiration block tightness test that the inspiration valve is leaking. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky" there is no information of patient involvement associated from the reported event.